Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement, difficult to remove, prolonged hospitalization, surgical intervention and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior and visualization was challenging due to imaging quality or/and equipment. The first ntw clip delivery system (cds 10820r119) was advanced to the mitral valve, and the clip grasped both leaflets with difficulty due to imaging. The clip was deployed, reducing mr to 2. Then a second ntw cds (10820r105) was advanced to the mitral valve, and the clip was placed in the left atrium, positioned lateral to the first clip. However, while achieving perpendicularity, the clip was rotated counterclockwise. After right perpendicularity achieved with a 3d echo, the clip had moved into the left ventricle. The clip was stuck in the chordae. After several troubleshooting attempts, the clip was freed and then a chordal rupture was observed. Mr increased back to 4. The clip was removed and a decision was made to end the procedure. The patient remained hospitalized and was surgically treated. The first clip remains stable both leaflets. One clip was implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported unintended movement could not be determined. The reported difficult to remove appears to be a cascading effect of the unintended movement. The reported imaging resolution poor was due to equipment limitations. The reported tissue injury appears to be a cascading effect of the difficult to remove. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
This is filed to report unintended movement, difficult to remove, prolonged hospitalization, surgical intervention and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior and visualization was challenging due to imaging quality or/and equipment. The first ntw clip delivery system (cds 10820r119) was advanced to the mitral valve, and the clip grasped both leaflets with difficulty due to imaging. The clip was deployed, reducing mr to 2. Then a second ntw cds (10820r105) was advanced to the mitral valve, and the clip was placed in the left atrium, positioned lateral to the first clip. However, while achieving perpendicularity, the clip was rotated counterclockwise. After right perpendicularity achieved with a 3d echo, the clip had moved into the left ventricle. The clip was stuck in the chordae. After several troubleshooting attempts, the clip was freed and then a chordal rupture was observed. Mr increased back to 4. The clip was removed and a decision was made to end the procedure. The patient remained hospitalized and was surgically treated. The first clip remains stable both leaflets. One clip was implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.